Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user experienced elevated blood glucose of 281mg/dl while using the ilet insulin pump due to a meal not being announced (bolus). Blood glucose trended down with continued ilet use. The ilet displayed a high blood glucose alert. No medical intervention or outside assistance was required, and no symptoms were reported.